Manufacturer narrative:
It was reported by the hospital contact that the galaxy (640cr1030/17260969) was difficult to position and stretched and the galaxy (640cr1030/16114169) felt tight during advancement and detached early. During coiling of ruptured aneurysm, physician attempted to frame 1cm acom aneurysm with a 10x30 galaxy coil. Patient had type 2 arch and access was reported to be very difficult. Continuous flush and IFU coil procedures were both adhered to during the procedure. During the first coil incident, access was completed with a neuron 053, a dac and sl-10 straight microcatheter (details unknown). When the coil was repositioned and completely out of the aneurysm, physician reported seeing coil look like it had stretched. Coil was removed from the sl-10 and set aside for evaluation. No patient injury resulted. During the second coil incident, access was completed with a shuttle sheath, neuron 070 and sl-10 straight microcatheter (details unknown). The physician reported that the coil felt tight during advancement. When it was manipulated prior to placement, physician reported that it appeared to have detached early. Physician removed microcatheter and flushed it with a 1cc syringe (details unknown). The rt reported seeing the coil ¿shoot out¿ the distal tip but the circulator could not find the coil. No patient injury resulted. The sl-10 was replaced for another sl-10 straight microcatheter (details unknown). Finally, a 8x30 frame coil (details unknown) was used to frame the aneurysm. 5 subsequent coils (details unknown) were used to treat the aneurysm without incident. Products are available for return. The fellow reported that the severe tortuosity of the arch and internal carotid artery was initial access and first coil placement very difficult. The patient was a (B)(6) female. A non-sterile og tdl cmplx frame coil 10x30 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was found unzipped and no obvious damages were noted on it. The support coil and the gripper were found outside of the introducer while the embolic coil was not returned for evaluation. The gripper was inspected under microscope. . No damages were noted on the gripper as well as no obstructions or damage was noted on the purge hole, also marks of the embolic coil was attached to the gripper can be observed. The od from the delivery tube was measured and was found within specification. The functional test could not be performed due to the hypo tube was found kinked. A review of the manufacturing documentation associated with this lot 16114169 presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as ¿detachable coil delivery system (dcs) - resistance/friction¿ could not be evaluated due to the hypo tube was found kinked. The failure reported by the customer as ¿coil - premature detachment¿ could not be evaluated due to the embolic coil was not received. Neither the analysis nor the DHR suggest that the failure reported by the customer could be related to the manufacturing process; additionally inspections are in place that prevents this kind of failures from leaving the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot was performed and no issues were noted that were considered potentially related to the reported complaint. The product will be returned for analysis, but it has not been received at the analysis site. Additional information will be submitted within 30 days of receipt. This is 1 of 2 reports associated with report 1226348-2015-00078. (B)(4). Concomitant medical products and therapy dates: neuron 053, a dac and sl-10 straight microcatheter (details unknown); shuttle sheath, neuron 070 and sl-10 straight microcatheter (details unknown); 1cc syringe (details unknown); another sl-10 straight microcatheter (details unknown); 8x30 frame coil (details unknown); 5 subsequent coils (details unknown); galaxy (640cr1030/17260969).

Event description:
It was reported that during coiling of ruptured aneurysm, physician attempted to frame 1cm acom aneurysm with a 10x30 galaxy coil (640cr1030). Patient had type 2 arch and access was reported to be very difficult. Continuous flush and IFU coil procedures were both adhered to during the procedure. During the first coil incident, access was completed with a neuron 053, a dac and sl-10 straight microcatheter (details unknown). When the coil was repositioned and completely out of the aneurysm, physician reported seeing coil look like it had stretch. Coil was removed from the sl-10 and set aside for evaluation. No patient injury resulted. During the second coil incident, access with completed with a shuttle sheath, neuron 070 and sl-10 straight microcatheter (details unknown). The physician reported that the coil felt tight during advancement. When it was manipulated prior to placement, physician reported that it appeared to have detached early. Physician removed microcatheter and flushed it with a 1cc syringe (details unknown). The rt reported seeing the coil ¿shoot out¿ the distal tip but the circulator could not find the coil. No patient injury resulted. The sl-10 was replaced for another sl-10 straight microcatheter (details unknown). Finally, a 8x30 frame coil (details unknown) was used to frame the aneurysm. 5 subsequent coils (details unknown) were used to treat the aneurysm without incident. Products are available for return. The fellow reported that the severe tortuosity of the arch and internal carotid artery was initial access and first coil placement very difficult. The patient was a (B)(6) female.